Manufacturer narrative:
The complaint sample has not been received at integer for evaluation. Once the complaint sample is received, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted. Complaint information provided by distributor, medacta international.

Event description:
It was reported during an unknown patient procedure that the reamer handle tip was bent. Another device was used to complete the procedure successfully. There was a five (5) minute surgical delay reported. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received at integer for evaluation and the reported event was confirmed. The power adaptor was slightly bent. Upon closer examination, it was observed that the power adaptor was not only bent but also fractured. There was material deformation all throughout the power adaptor. There were heavy signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample. No discrepancies were discovered during production record review. In summary, the reported event is attributed to wear as this complaint sample had exceeded its expected useful life. Updated as the complaint sample was received for evaluation. Updated device, method, result and conclusion codes based upon investigation.